Event description:
In 2007, this pt was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component. As reported, the physician placed the device too high, thus unintentionally partially covering the right renal artery. The right renal artery was successfully stented with no adverse consequences to the pt reported. The pt was reported to be doing well following this procedure.

Manufacturer narrative:
The device remains functioning in the pt. Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications.